Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) above 500mg/dl, with excessive thirst. Patient received no unusual treatment. During troubleshooting, customer support found that the patient had overridden the dosage recommended by the bolus calculator feature, miscounted carbohydrates, and failed to bolus. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia related to a user error.

Manufacturer narrative:
No device malfunctions were observed during investigation. Review of the pump¿s black box revealed no related alarms or issues. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries performed during investigation were accurate recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).